Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that pump turned off and will not turn back on and just condensation .the blood glucose value was unknown. The trouble shooting performed and product will not be returned for analysis.

Manufacturer narrative:
Device passed self test, off no power test, unexpected restart error test and displacement test. The stop current test and run current test were in specification. No blank display anomalies noted during testing. Device received with moisture damage on electronic board stack, moisture damage on motor assembly and moisture damage on force sensor resistor.